Event description:
It was initially reported that a patient had lead and generator revision surgery on (B)(6) 2017 due to high lead impedance. The explanted devices have not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
The explant facility does not return devices to the manufacturer.